Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure when unpacking the sheath, a kink mark was found in the middle of the sheath. An attempt to 'bend' the sheath was done and it was noted that the 'bending direction' of the sheath tip was severely twisted and could not be used normally. The sheath was replaced. Later in the procedure during the 'blocking process' of the left inferior pulmonary vein (lipv), the balloon was noted to be kinked after inflation and the temperature could not be reduced. The balloon catheter was withdrawn and attempted to be inflated outside the body but the middle of the balloon was still kinked. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.